Event description:
It was reported that during turbinate reduction procedure using a reflex ultra ptr with icw, when the surgeon retracted the wand from the surgical site, the wand tip was missing. The surgeon was unable to locate any foreign debris in the surgical site and believes that the tip got pushed down into the wand shaft. There were no significant delays in regards to this issue and there have been no reported pt complications.